Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular events on or about the following dates: (B)(6), 2008, (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same patient involving two separate products.